Event description:
It was reported that the pins broke while being removed at the end of the case. The chuck provided for removing the pins allegedly had a bad connection with the pins. The pins were removed from the bone using an alternate chuck. There were no adverse consequences alleged for the patient as a result of this event.

Manufacturer narrative:
The pin fragments are being sent to the manufacturer for investigation. They have not yet been received. When the investigation is complete, a follow up report will be filed.